Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a critical pump error. It was reported that delivery stopped when alarm was received. Customer's blood glucose was 8 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was returned for open book critical pump error after battery installation and pump error 40 was found in the alarm history file due to a software error. The insulin pump was received with minor scratched lcd window and case.